Event description:
Same case as 2134265-2014-03718 and 2134265-2014-03746. It was reported that failure to pullback occurred. The ilab motor drive unit was used in conjunction with a bsc coronary imaging catheter intended to visualize the unspecified target lesion. During procedure, there was an automatic pullback error and the motordrive was unable to pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).